Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was attempting to insert a sensor and the needle broke off into the serter. Customer stated initially the serter wouldn't insert the sensor into the skin. She removed it from the skin and tapped the serter and it shot out and the needle broke off in the serter. Customer's blood glucose was 157 mg/dl. Customer was advised how to properly insert a sensor using the serter. Customer is not returning the sensor for analysis.